Event description:
It was reported that a malfunction alarm occurred with code malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, but the malfunction persisted, leading to a decision to replace the pump. The customer agreed to use multiple daily injections (mdi) as a backup therapy while waiting for the replacement and understood instructions for returning the malfunctioning pump to tandem.